Event description:
Patient treated by paramedics for hypoglycemia. Patient reported that they had been under "a lot of stress and experiencing episodes of low blood sugar". Reports patient most likely set an incorrect basal rate temporary change. User error likely caused event. Pump passed all safety inspection tests.